Event description:
It was reported that during the index procedure to treat a 55mm aneurysm with the stent graft etuf2814c102e endur ii aui. After the stent graft was deployed when attempting to recapture, the nose cone would not recapture. Following the IFU the device was opened however the device would still not recapture the nose cone. Per the physician the cause of the event was device related. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the device was removed after all attempts to recapture were unsuccessful, and no vessel damage was observed upon device removal. It was confirmed that the device was inspected prior to insertion, and no issues were identified. Film evaluation summary: the reported difficulty retracting the tip into the graft cover could not be assessed based on the pre-implant images available; therefore, the cause of the event cannot be determined. Procedural angiograms demonstrating device advancement into the vessel, stent graft deployment, attempts to retract the tip, and device removal were not available for a comprehensive assessment of the reported event. Analysis of the available images did not reveal any obvious anatomical features that could have contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the distal end of the screw gear and the front grip detached. Kinks were evident along the graft cover and deformation was evident at the distal edge of the graft cover. Separation was observed to the distal end of the spiral member. It was not possible to move the external slider due to the deformed screw gear. The back-end wheel was received in the home position. Resistance was felt when advancing the back-end wheel and the tip did not move. Upon removal of the back-end wheel, deformation was evident to the threads and a kink was observed to the hypo tube. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.